Event description:
The customer stated that the paramedics were called to her work due to high blood glucose levels. The customer also stated she had chest, arm, and leg pains. Troubleshooting revealed that the insulin pump had a blank display when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.